Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be lightheaded and experience blood clots in the lungs. The patient did receive medical intervention in the form of blood thinner medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have cancer and blood clots in the lungs. The patient did receive medical intervention in the form of blood thinner medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported CPAP device's sound abatement foam became degraded and allegedly caused the patient to have blood clots in the lungs.the patient did receive medical intervention in the form of blood thinner medication. Additional information was received on 091/2/2021 stating that the patient also alleged having prostate cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.